Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed at the venous header of the dialyzer. A scuff mark was noted on the header of the dialyzer. Test strips confirmed the blood leak. Estimated blood loss was less than 10cc's. Pt had no ill effects. Sample was discarded by the user facility; sample is not available.